Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarms or verify the motor error alarms and failed battery alarm due to buttons not responding. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customr reported via phone call that the insulin pump alarmed motor error and no delivery. The patient's blood glucose at the time of incident ws 421 mg/dl, which she treated via manual insulin injection. The customer was unable to clear the alarms with the esc and act buttons. The keypad anomaly was not resolved during troubleshooting. The insulin pump will be returned for analysis.